Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a lead revision procedure, the physician replaced the ipg due to extended charging times. The patient is reportedly doing fine after the procedure.